Manufacturer narrative:
A dräger service engineer could confirm the reported issue during on-site evaluation and identified a malfunction of the pcb that controls display and user interface as the root cause. The board was replaced, the device passed all consecutive tests and thus, could be handed back over to the customer in ready-to-use condition. A log file analysis provided by the manufacturer revealed error codes that are in context to the reported problem as well as to the expertise made by the service engineer. Dräger finally concludes that the workstation responded to an internal communication error as specified, alarmed and shut down automatic ventilation. Manual ventilation as well as monitoring remains available to the full extent. There was no patient injury reported. The repair exchange has fully solved the problem.

Event description:
Please refer to initial MFR. Report #9611500-2016-00334.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. There was no patient injury reported.